Manufacturer narrative:
A complaints search under product code 866025 identified previous complaints received for loosening. A lot specific search could not be conducted as a valid lot number was not received. A review of manufacturing records could not be conducted as no lot numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.

Event description:
The componets had been in for approx 15 years. They were loose and one of the posterior condyles of the femoral component had fractured.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.